Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 309101, lot# 60075458, implanted: (B)(6) 2017, product type: screening device. Product ID: 305901, lot# 60058755, product type: screening device. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacture representative (rep) regarding a trial patient with an external neurostimulator (ens) it was reported the patient would not stop bleeding after the trial in the office. It was noted the patient did not stop her blood thinners. The rep noted the hcp tried to stop the bleeding and surgeon was brought into stitch. It was noted the issue was resolved at the time of the report. There were no further complications that have been reported as a result of this event.